Manufacturer narrative:
(B)(4).

Event description:
It was reported that the subject programmer failed to interrogate an implanted device.

Event description:
It was reported that the subject programmer failed to interrogate an implanted device.